Event description:
The reporter stated that the patient had sustained a radial head fracture in 2005 which was treated conservatively. She subsequently developed a nonunion and some arthritis at the radio-capitellar joint. In (B)(6) 2009, she had surgery for implantation of the device as indicated for this use. Postoperatively she was somewhat better but still had pain which persisted and increased. The implant was removed. No other implant was used as the elbow was considered to be sufficiently stable. When the surgeon removed the implant, he stated that the head was detached from the stem, however, in recent x rays, it appeared to be attached. There has been no patient post operative follow up with the surgeon to date.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information. A manufacturer's report has been filed concerning the katalyst stem/shaft assembly 6.5mm. Product catalogue number 221665, lot 10516 which was a component of this implanted device.